Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl), and had a seizure on (B)(6) 2015. Reportedly, customer's blood glucose levels have stabilized.